Event description:
It was reported that the access cannula was being used in a kyphoplasty and when the doctor tried to remove the device part of the distal tip of the outer shaft broke off in the bone. The broken off tip was left in the vertebral body. Another surgeon tried to remove the access cannula and eventually decided to leave it in the bone.

Event description:
It was reported that the access cannula was being used in a kyphoplasty and when the doctor tried to remove the device part of the distal tip of the outer shaft broke off in the bone. The broken off tip was left in the vertebral body. Another surgeon tried to remove the access cannula and eventually decided to leave it in the bone.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.